Event description:
Omnipod 5 pdm(personal diabetes manager) burned at pdm port while charging. The pdm was on my bed charging early am, burned a hole in sheets (melted on cord), mattress and iphone which was on top of the pdm. Most likely the phone on top of the pdm dampened the fire. The pdm was a replacement from omnipod because they had this problem of catching on fire. I was sleeping next to the pdm and my dog woke me up, that's when I smelled the burning/melting. Should I send the pdm to omnipod as requested by omnipod or to the FDA? I have more pictures of the mattress, sheets, phone cord and pdm if needed. "Imei:355750114560429; fcc ID:2adinn5004lr1; ic:20782-n5004lr1 ver:rev 2gsm:850/900/1800/1900; wcdma:b2/4/5/8; lte:b2/3/4/5/7/12/20/28ab/66/71".